Manufacturer narrative:
(B)(4). Batch # r59j5v. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed, and no cut line started)? Yes. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Was there any difficulty opening the device? Unk. Device analysis: the analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number r59j5v, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device blocked during the intervention. No patient consequence.